Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) about multiple discordant, falsely elevated concentrated carbon dioxide (co2_c) patient results on an advia 1800 instrument. A siemens customer service engineer (cse) was dispatched to the customer site. After inspecting the instrument, the cse observed that ports 1 and 3 of the reaction tray wash unit (wud) were overflowing and the reaction tray wash unit drain valve 1 (cdev 1) was not removing wash. The cse replaced the valve and checked the reagent 1 (r1) mixer and probe. Then, the cse ran quality controls, which recovered acceptably. During a subsequent service visit, the cse removed and rebuilt the vacuum pump. Next, the cse checked all probe alignments and all wash stations, which were all acceptable. Then, the cse verified that the co2_c precision was acceptable, checked for air bubbles, and replaced the degasser and dilution tray wash unit (dwud) dryer nozzle. The cause of the discordant (co2_c) is unknown. The device is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that unrealistically elevated concentrated carbon dioxide (co2_c) results were obtained on multiple patient samples an advia chemistry 1800 instrument. The customer refused to provide the patient results or number of patients impacted. The customer also indicated that the discordant results were 30 or 40 mmol/l and were not reported to a physician(s). The samples were repeated on an alternate advia chemistry 1800 instrument and the repeat results were lower than the initial results. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c results.